Event description:
A medical technician from an ICU department reported the flexi-seal fms fell off the patient when they controlled and deflated the balloon (outside of the patient). They could not deflate the balloon completely; only 1/2 of balloon would deflate.

Manufacturer narrative:
Based on available information, this event is deemed a reportable malfunction. The device did not perform as intended in pre use testing. If the balloon fails to deflate in use, it is common practice to cut through the inflation line to deflate the balloon. However if that fails, a 45 ml inflated balloon can be pulled out with minimal to no tissue damage because of the large dilatation capacity of the anal canal. According to the reporter the event occurred prior to use "outside of the patient" therefore no harm to the patient was noted. No additional patient/ event information has been received to date. A return sample for evaluation is not expected. Reported to FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.